Event description:
Two stents that were placed bilaterally, in her iliac arteries, had occluded. The patient is a female. The patient has a history of hyperthyroidism and claudication. The stents were placed in may of 2004. The patient started noticing pain when walking and a follow-up angiogram was performed on april 20, 2006. The information received from the follow up physician stated that the stents were placed at the bifurcation, beneath a non-cordis stent, that had been placed in the distal aorta. The stent that was placed in the right iliac (palmaz genesis) was placed perfectly. The stent that was placed placed in the left iliac (smart) was placed to far inside the aortic stent, and was opposed to the iliac. The physician believes that this and the fact that the patient had small iliac arteries caused the stents to occlude. The patient was taken to the o.r. For bypass surgery. The patient is in stable condition.